Manufacturer narrative:
Unit received with critical pump error due moisture damage on the pcb1 board and pcb2 board. Pump partially downloaded using thus due to moisture damage to the pcb1 board and pcb2 board. Was unable to verify cause on critical pump error due to partial download. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self-test due to critical pump error. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked case-corner of belt clip rails, pillowing keypad overlay, serial number label missing, corroded battery tube, and corroded home switch. The p-cap/reservoir does lock properly. Confirmed critical pump after battery installation however, was unable to verify cause of pump error 35 due to partial download. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image), pump error 35. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed it was reported pump performed safety checks and an error was found. No harm requiring medical intervention was reported. Mmt-1780kl was requested and customer response was the device will be returned.